Event description:
A customer reported that the button on top of their insulin pump was difficult to press, making it hard to activate the pump screen. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.